Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual and dimensional evaluations of the product could not be performed as no product was returned nor were pictures provided. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : see h10 narrative.

Event description:
It was reported that patient underwent total knee procedure on an unknown date. Subsequently, the patient was revised due to infection. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Medical product: unknown tibial component: catalog#ni, lot#ni, unknown articular surface: catalog#ni, lot#ni. Report source: foreign: (B)(6). Multiple MDR reports were filed for this event, please see associated reports:0001822565-2021-03144, 0001822565-2021-03145. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent right total knee procedure on an unknown date. Subsequently, patient was revised due to unknown reasons. Attempts have been made and no further information has been provided.